Event description:
In 2009, the sales representative reported that during surgery, the surgeon was explanting the closure top because the surgeon did not like the position of the rod. The bottom thread of the closure top sheared off. The surgeon replaced the closure top with another closure top. There was no surgical delay. Additional info received via telephone six days later, the sales representative reported that the surgeon had final tightened and took the final x-ray and decided he needed to reposition the rod. The surgeon was explanting the closure top when the last thread sheared off. The surgeon was able to retrieve the pieces from the wound and replaced the closure top with pieces from the wound and replaced the closure top with another one. There was no surgical delay.

Manufacturer narrative:
Requests have been made for the return of the product. Requests have been made to obtain the product. Device MFR date is unk. Evaluation is pending.